Event description:
Allegedly, patient was revised due to Periprosthetic Fracture. SRNJR Number: (b)(6).Side: L.Gender: M. Non revised MPO products:Product ID: PHA06270 PROCOTYL L ACETABULAR CUP BEADED COATED + HA 60 GROUP G/ Lot No.: 0311316590/ QTY: 1.Product ID: PHA04614 RIM-LOCK A-CLASS CROSS-LINKED POLYETHYLENE LINERS 0 DEG 36MM ID GROUP G/ Lot No.: 038578690/ QTY: 1.

Manufacturer narrative:
MicroPort was made aware of this revision from the United Kingdom National Joint Registry. Reference investigation memorandum for full information. The indications for revision are known inherent risks of the device and/or procedure. Furthermore, there were no increases in hazard and harm risk levels identified for these product families. Therefore, no additional action is required.